Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks to the patient. No additional adverse patient effects were reported. The device and electrode remain in-service. No further information is available at this time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks to the patient. No additional adverse patient effects were reported. The device and electrode remain in-service. No further information is available at this time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.